Manufacturer narrative:
Conclusion and justification status: the complaint states surgeon was implanting the femoral component and used the femoral impactor that attached to the attune impaction handles. He repeatedly hit the attune impaction handle with a 3 pound mallet. The handle broke where red action indicator trigger is to connect the handle to the impaction head. The investigation could not confirm that the lever had broken as reported as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
Conclusion and justification status: the complaint states surgeon was implanting the femoral component and used the femoral impactor that attached to the attune impaction handles. He repeatedly hit the attune impaction handle with a 3 pound mallet. The handle broke where red action indicator trigger is to connect the handle to the impaction head. The investigation could not confirm that the lever had broken as reported as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. **addendum added 23 oct 2015 ** the complaint was reopened due to the product was returned. There returned device confirmed that the attune impaction handle had a broken lever. It should be noted the lever was returned but the spring was not. It should be noted the complaint states that no pieces were left in the patient however this cannot be confirmed as all the pieces have not been returned. The above conclusion remains valid. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Surgeon was implanting the femoral component and used the femoral impactor that attached to the attune impaction handles. He repeatedly hit the attune impaction handle with a 3 pound mallet. The handle broke where red action indicator trigger is to connect the handle to the impaction head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.